Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection. Lifescan will inform FDA of the results in a supplemental report.

Event description:
The patient called alleging that the meter was set to the incorrect unit of measurement. Meter was previously set to the correct unit of measurement. The patient did not recently change the unit of measurement in the meter settings. This case is being reported as a malfunction, since the unit of measurement appears to be a "spontaneous occurrence" that is not caused by changing the battery, or the patient accidentally changing the settings.